Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the patient and that there was no capture. There was noted intermittent fusion with a sinus escape rate. Surgical intervention was performed to reposition the lead which was done successfully. The lead remains implanted and in service. No additional adverse patient effects were reported.